Event description:
The customer reported that erroneously elevated triglyceride (tg) results were generated on an unicel dxc 600 synchron system for multiple patient samples over two days. This is report represents the erroneous tg results generated on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicates the generation of fifteen patient results on (B)(6) 2012 where the initial tg patient result was elevated and upon repeat generated a lower result. The erroneous tg patient results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Patient initial results and some repeat results for multiple other analytes were provided by the customer however the customer indicated that all other patient results were valid and only tg results were regarded as erroneous. The customer indicated that assay quality control (qc) results met specifications however were recovering above mean. The customer checked the syringes, sample probe and reagent probes and did not find anything wrong. The cuvette water blank status did not show any failure of the water blank. The samples were serum samples. Specific patient information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) executed performance verification tests and performed repairs as indicated. The fse replaced the wash/vacuum probe, stirrer, wash collar, mixer wash insert, t-valve and sample probe. The instrument was returned back into operation upon the completion of the necessary and verified repairs. Root cause is not known but hardware repairs resolved the issue. Associated mdrs: 2050012-2012-01260, 2050012-2012-01312.